Event description:
It was reported the doctor stated there may have been a wet tap during the lead implant procedure. This was confirmed when the patient reported a headache post operatively. It was reported the patient was seen on (B)(6) 2012 and reported no headache. The patient was also programmed and receiving satisfactory stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.